Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. The visual inspection noted the single use loading unit was partially applied. Staple pushers were deployed at the proximal end; the staples were properly formed at the distal end. Microscopic inspection of the knife blade displayed damage. Functionally; the sulu unloaded and loaded repeatedly without difficulty. The sulu was reset. The sulu and instrument were cycled with acceptable results and the remaining staples were removed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device caused staple line bleeding. In order to resolve the issue, the surgeon used 18 sutures to control the staple line bleeding. The patient is alive. Relevant medical history: (B)(6).